Event description:
It was further reported that at the time of the event, the patient also experienced diaphoresis, nausea and dyspnea. The patient experienced an elevated cardiac enzyme myocardial infarction in (B)(6) 2012. It was also further reported that neointimal hyperplasia was observed within the previously stented segment.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced unstable angina. The patient presented due to silent ischemia. The 95% stenosed and 12mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.6mm. The target lesion was treated with pre-dilation and placement of a 2.5x20mm promus element stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented due to substernal chest pain, described as heavy pain radiating to the patient's jaw. This pain was relieved by nitroglycerin. Angiography revealed 70 to 75% mid in-stent restenosis of the previously placed promus element stent. The in-stent restenosis was treated with placement of a 3.0x12mm promus stent, resulting in 0% residual stenosis and timi iii flow. The event was considered resolved without residual effects and the patient was discharged the following day.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).